Event description:
Patient reported, right side rupture. Discomfort, inflammation, "ipsilateral axillary adenopathy". ¿hyperechogenic lymph nodes with a posterior acoustic effect in a snowstorm. Suggestive of siliconomas¿ and contracture (baker grade unknown). Via ultrasound. The report of cysts is deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, silicone migration, capsular contracture, baker grade unknown.

Event description:
Patient reported right side ¿rupture¿, ¿discomfort¿, ¿inflammation¿, "four cysts", ¿hyperechogenic lymph nodes, with a posterior acoustic effect in a snowstorm, suggestive of siliconomas¿ and "contracture (baker grade unknown)¿ via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3., b.5., d.6b., h.6., h.10.

Event description:
The device has been explanted.